Event description:
It was reported the programmer had a recurrent start-up error, despite disconnecting and reconnecting the programmer rf head. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer powered up with an error.